Event description:
It was reported that the patient heard their pump alarming. Telemetry was conducted, and a motor stall was confirmed. The stopped pump duration was greater than 48 hours. The pump displayed a warning that the stopped pump duration may exceed tube-set. The motor stall recovered. This event was noticed twice in the event logs. The patient experienced withdrawal and was taking oral medication to manage their symptoms. The patient¿s symptoms included nausea, vomiting, and headaches. The pump had been scheduled to be replaced prior to the problems occurring, but the surgery was rescheduled due to a storm. The pump was replaced on 2012-(B)(6), and the patient was doing ¿excellent.¿ the device system was being used to deliver dilaudid.

Manufacturer narrative:
(B)(4).